Event description:
The customer reported that the left side of the screen was not working. The field engineer noted the system was unable to display live images. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this component.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.